Event description:
When the cypher (3.0/18mm) was delivered to the lesion and inflated, the balloon wouldn't inflate at all even after several tries. There was no information regarding the pt. The target lesion was proximal left anterior descending artery (lad). It is unknown whether the lesion was a de novo or not. The vessel was not calcified. It is unknown the tortuosity. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire, or crossing the lesion with the stent delivery system (sds). When the cypher (3.0/18mm) was delivered to the lesion and inflated, the balloon wouldn't inflate at all even after several tries. Therefore, the physician removed the sds and a different cypher (size unknown) was implanted instead and the procedure was safely finished. After the procedure, physician inflated the balloon outside of the patient and the stent was dilated without problem. The brand of inflation device is unknown. There was no patient injury reported.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.